Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: sclerotic capsule tissue on the left with chronic granulating inflammation in the case of capsular fibrosis, grade unknown.

Event description:
Physician reported that a tumor detection examination was done for the left side breast implant. The capsule was sent for pathological examination which found "sclerotic capsule tissue on the left with chronic granulating inflammation in the case of capsular fibrosis, grade unknown". This record relates to the left side. The device has been explanted and replaced with another manufacturer's device.